Event description:
Caller reported an alarm and multiple previous occlusion events. Blood glucose level did not exceed 500 mg/dl, indicating no critical impact. Customer changed infusion set and cartridge, resumed insulin use, and was transferred for additional assistance due to frequent occlusion issues.